Event description:
It was reported that an article abstract wad titled " a case of popliteal artery entrapment syndrome (paes) treated with a supera stent that developed occlusion four years later" which indicates that an unspecified supera stent was implanted in the popliteal artery; however, an occlusion occurred four years post stent implantation. Although, the full article cannot be obtained, additional information was provided stating unspecified treatment was provided to treat the occlusion. No other information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The abstract titled, " a case of popliteal artery entrapment syndrome (paes) treated with a supera stent that developed occlusion four years later" could not be obtained. B3, d6a: estimated dates. D4: the UDI is unknown as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database were not performed because the part and lot number were not reported. A conclusive cause for the reported stenosis and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure as reportedly an unspecified treatment was provided to treat the occlusion. The reported patient effect(s) of stenosis is listed in the supera peripheral stent systems instructions for use as a potential adverse effect(s) of peripheral percutaneous intervention. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.